Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. Concomitant products included escitalopram oxalate (lexapro) and norethisterone (ortho micronor). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. On (B)(6)2015, the patient experienced pelvic pain ("physical pain/pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), genital haemorrhage ("abnormal bleeding"), device dislocation ("migration"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with antibiotics, gabapentin, nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, genital haemorrhage and device dislocation outcome was unknown, the pelvic pain was resolving and the vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received - new event abnormal bleeding, migration, bladder problem, urinary problem, bladder infection, uti were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and human papilloma virus infection. Concurrent conditions included hypertension, arthritis and morbid obesity. Concomitant products included amlodipine besilate (amlodipine besylate), bumetanide, cetirizine, escitalopram oxalate (lexapro), ibuprofen, norethisterone (ortho micronor) and potassium chloride. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), genital haemorrhage ("abnormal bleeding"), device dislocation ("migration"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with antibiotics, gabapentin, nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, mood swings, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, dysmenorrhoea, genital haemorrhage and device dislocation outcome was unknown, the pelvic pain was resolving and the vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no. Of coils: about 3 trailing coils were seen trailing on either side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received - reporter information added ,concomitant drugs & medical history added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. Concomitant products included escitalopram oxalate (lexapro) and norethisterone (ortho micronor). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), genital haemorrhage ("abnormal bleeding"), device dislocation ("migration"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with antibiotics, gabapentin, nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, genital haemorrhage and device dislocation outcome was unknown, the pelvic pain was resolving and the vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. Concomitant products included escitalopram oxalate (lexapro) and norethisterone (ortho micronor). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), genital haemorrhage ("abnormal bleeding"), device dislocation ("migration"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with antibiotics, gabapentin, nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, genital haemorrhage and device dislocation outcome was unknown, the pelvic pain was resolving and the vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received - new event abnormal bleeding, migration, bladder problem, urinary problem, bladder infection, uti were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 43-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. Concomitant products included escitalopram oxalate (lexapro) and norethisterone (ortho micronor). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with antibiotics, gabapentin, nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain was resolving and the vaginal infection had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of product technical complaint. After internal review, the event device monitoring procedure not performed was deleted (hsg result provided) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a (B)(6) year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included hypertension. Concomitant products included escitalopram oxalate (lexapro) and norethisterone (ortho micronor). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 18 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with antibiotics, gabapentin, nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown, the pelvic pain was resolving and the vaginal infection had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received. Case becomes valid and incident. Essure lot number added. Product indication updated. Essure explant date added. Following events were added: migration of essure device location of device: uterus, hormonal changes describe: mood swings, abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), vaginal discharge and she did not underwent confirmation test. Event severity added for: physical pain/pain. Event onset date were added. Event outcome added for: infection (bladder/urinary tract/vaginal) type: vaginal and physical pain/pain. Medical history, concomitant and treatment medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.